Event description:
Healthcare professional reported left side "alcl" and "seroma-late." Histology report confirms cd30+ and alk- markers. The device has been explanted. Treatment noted as "total capsulectomy with implant removal."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarification to phone number: (B)(6). Health effect - impact code: f2201. Date of alcl diagnosis: (B)(6) 2022. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl and seroma late.

Event description:
Healthcare professional reported left side "alcl" and "seroma-late." Histology report confirms cd30+ and alk- markers. The device has been explanted. Treatment noted as "total capsulectomy with implant removal."

Manufacturer narrative:
Clarification to h10 related report number 1: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2025-03929. All information has been consolidated into this report. Additional physician information provided by patient representative: implanting, diagnosing, and explanting physician - dr.(B)(6). Consulting physician - dr. (B)(6). General practitioner - dr. (B)(6). Additional, changed, and/or corrected data: a2, b5, b6, b7, d6a, g2, h6, h10, h11.

Event description:
Healthcare professional reported left side "alcl" and "seroma-late." Patient representative reported patient presented to the breast unit "complaining that the left breast had become larger than the [contralateral side]". Patient had a 175cc seroma drained from the left breast and sent to cytology, which showed "atypical cells with suspicion for bia-alcl". Histology for the left capsule tissue "confirmed bia-alcl t2 at most" and "repeat testing of the peri implant fluid was also consistent with bia-alcl". Pathological markers cd30+ and alk- have been received. Device has been explanted with total en bloc capsulectomy.